Manufacturer narrative:
Product event summary: at analysis it was noted that multiple errors were found in the logs and it was determined that the main printed circuit board was out of specification in an electrical manner and that its keyboard was out of specification mechanically (there was foreign material between the keyboard window and lens in the assembly). All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected and the device was re-calibrated and functionally tested and passed its final quality assurance tests. Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that no error displayed after assembling the main board into a golden unit. All tests passed on the automated test console. The log was reviewed, three different errors were verified in the log. Conclusion: confirmed customer complaint of error. It was verified in the logs but could not be reproduced on the bench.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.